Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 208 mg/dl, hi (greater than 600 mg/dl) and 98 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated the customer took his lantus as normal before going to bed. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.